Event description:
The customer reported the system screen was black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was stored with the x-ray button pressed. This was corrected during the service call. The system was tested and found to be working as intended and put back into service.